Event description:
It is reported that the instruments do not function as intended, causing delay and potential targeting problems.

Manufacturer narrative:
Evaluation summary: without additional information an exact cause cannot be determined; (B)(4) has been recalled. (B)(4): evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.